Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer is having issues with the insulin pump. The customer encounters high blood glucose, as well as low blood glucose. The insulin pump is not always communicating with the transmitter or sensor. The customer's spouse stated the backlight is not always working. Advised the customer's wife to call back for troubleshooting when she had the insulin pump. The customer's blood glucose was 400mg/dl.